Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the migration of the proximal extension event is refuted, rather the suboptimal placement of the proximal extension had occurred at the index procedure and is most likely user related due to off-label use. No procedure related harms were identified. The final patient status was discharged on the first postoperative day following a successful secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: device remove code 1395. H6: result remove code 3233. H6: conclusion remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, an afx vela suprarenal, and an ovation ix extender to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately two (2) years post initial procedure, during a routine follow, migration of the proximal stent graft was identified. Patient was treated with implant of two (2) afx vela suprarenal extensions. There were no patient issues reported post-op. Additional information: the reported of the migration of the proximal extension event is refuted, rather the suboptimal placement of the proximal extension had occurred at the index procedure.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted in patient.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, an afx vela suprarenal, and an ovation ix extender to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately two (2) years post initial procedure, during a routine follow, migration of the proximal stent graft was identified. Patient was treated with implant of two (2) afx vela suprarenal extensions. There were no patient issues reported post-op.